Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited isometric noise, non-sustained episodes and two-hundred plus short interval counts. Additionally, it was reported by the patient that they had gone into the ER (emergency room) and was told their lead is fractured. The lead was programmed off until a lead revision can be scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing impedance measurement was undefined at the last check. The rv lead has been explanted and re placed.